Event description:
The customer reported that the mp5 monitor had a speaker malfunction. No pt harm was reported.

Manufacturer narrative:
(B)(4). The customer reported that the mp5 monitor had a speaker malfunction. The problem was confirmed by a philips field service engineer (fse). The issue was solved by the replacement of the speaker assembly. The repaired product remains at the customer site. Trending for this issue supports that there is no design, manufacturing, materials, or labeling problem. No further investigation or action is warranted.